Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event occurred during coil embolization of renal artery aneurysm. The coil got prematurely detached while coiling and was retracted with the entire microcatheter and was then removed from the body. The location of prematurely detachment is unknown. Additional information indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Intermittent flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, during coiling process, the subject device got prematurely detached and was removed along with the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.